Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed; however, the reported event of a broken pin stuck inside the black connector was confirmed via product return. A review of the submitted log file spanned approximately 11 days (10mar23 ¿ 21mar23 per time stamp). There were only routine power source exchanges active in the log file. There were no notable low voltage alarms in the log file. The damaged controller connector did not affect the controller's ability to operate the pump at the set speed. The returned system controller, serial (B)(6) , was found to have two stuck patient cable pins inside position 8 of the black power cable and a damaged lemo connector. The pins prevented the power cable from being connected to the test equipment so the power cable was exchanged to continue with testing. The controller functioned as intended with the test cables, no other functional issues identified during testing. The instructions for use (IFU) states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and low voltage advisory alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of infrequent low power alarms. It was noted that the black power cord on their system controller had broken pin inside. The pin was presumably from their home patient cable. A plan was made to issue a new controller and patient cable. There were no unusual events recorded in the log file.